Event description:
It was reported that a synergy intraocular lens (iol) was exchanged for an eyhance iol due to spiderwebbing and shadows. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. Catalog number: partial catalog number indicated since the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as product serial number was not provided. Device evaluation: product evaluation was not performed because the product has not yet been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record cannot be evaluated as no specific serial number was provided. A search revealed that we are unable to perform the complaint historical review as no serial number was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.